Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter received questionable results from a coaguchek xs meter (serial number unknown) compared to a laboratory result using an unknown method. Results obtained on 02-feb-2020: the meter result was 5.1 inr. The laboratory result was 2.6 inr. The results were taken within 1 hour. Results obtained on 04-feb-2020: the meter result was 4.2 inr. The laboratory result was 2.8 inr. The results were taken within 1 hour. The customer¿s therapeutic range is 2.5-3.5 inr. The initial reporter stated the customer had recently had surgery, discontinued use of marcumar on 02-feb-2020 and began taking heparin.